Event description:
Ercp (endoscopic retrograde cholangiopancreatography) procedure was completed. Upon removal of ercp scope out of patient's mouth, md noted right away the protective cap that goes on tip of scope was not on. It was then noted that the cap was inside the patient's gi tract. Egd scope was then inserted by md and scope tip cap was noted to be in the oropharynx. Grasper forceps were used to remove the cap safely by dr. No complications noted by md.